Manufacturer narrative:
.

Event description:
Poor fit of femoral cutting block noticed after distal resection. Femoral cutting block fit well anteriorly and laterally. Gap observed between medial paddle of femoral cutting block and bone. Alignment was acceptable. Additional notes: surgeon took an additional 8mm of distal bone after resecting with femoral cutting block. Tibia block fit was acceptable and a 9mm insert was used.

Manufacturer narrative:
Review of the device history record shows no issues. The product was not returned; therefore, no dimensional inspection was completed. Per the engineering investigation, segmentation of the femur is unacceptable per quality segmentation standards. There is missed anatomy on slice 9 and slice 17 of the MRI. On slice 17, a bit of anterior osteophyte was not segmented; on slice 9 there was a little bit of distal anterior cortical bone/cartilage unsegmented. Both missing areas of anatomy were only on one slice but could cause block fit issues. Alignment of the femur is acceptable per quality alignment standards and surgical preferences. As a result of the investigation, the primary root cause of the reported issue is human error due to segmentation. Corrective actions for the reported issue are being addressed under visionaire corrective action.